Event description:
Implant broke on insertion during elbow procedure. Patient had fairly hard bone quality. Surgeon had punched with a 4.5 punch. Tip of implant remains in patient. However, no adverse consequences were reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
Customer did not return the implant but only the inserter. The hex of the inserter was slightly twisted but its dimensions were found within specifications. Product dfu states that in working with hard bone, the user must first punch and then tap to better prepare the bone. According to the event description, the surgeon did not tap the bone. The cause of this event appears to be related to misuse. This is the first complaint received for this part number.